Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded lcd board. The insulin pump had corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the customer went into the ocean while connected to the insulin pump. Customer's blood glucose was unknown. The mother reported fluid was present under the lcd display. The mother also reported a button error alarm occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.